Event description:
Rptr did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 408.203, and 232 mg/dl. Rptr did not have any symptoms. A control test was 146, high out of range. Using new strips and control solution, a second test result was 138, in range. No harm was alleged.